Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: no moisture damage was found on the electronics, motor, battery tube, vibrator and keypad assembly during our visual inspection. The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
The unit was received with normal operating currents and passed the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test,occlusion test, prime/compromised force sensor system test and excessive no delivery test. No excessive no delivery alarms noted during testing. The unit was monitored and no unexpected low battery alert, battery out limit, or failed battery test alarms occurred during testing. The unit was also programmed with test glucose meter. The unit communicated properly and recorded the 149 mg/dl value properly from glucose meter. Programmed a 22 gram food intake and pump delivered a 2.1 unit bolus without errors. No unexpected delivery anomaly noted. No cosmetic damage noted during physical inspection. (B)(4).

Event description:
The customer reported via phone call that he was hospitalized with a high blood glucose in the upper 600 mg/dl range and diabetic ketoacidosis. The patient felt sick and was throwing up. He missed a week of work due to the diabetic ketoacidosis. The patient was treated with insulin drip and fluid. Prior to the hospitalization, the device would go through batteries quickly and display a black dot. The device also went blank at one point. The patient mentioned possible exposure to moisture since he only works around water. The insulin pump was returned for analysis.